Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement driver shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, their navigated solera 4.75 std driver would not hold screws properly. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned screwdriver was found to be in good condition. The tip is intact along with the threads of the sleeve. The tip engages with a screw and the sleeve threads into the screw collar without issue. No problem found. Testing was unable to replicate the issue. As previously reported the part was replaced to resolve the issues.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.